Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR 2134265-2014-03101. (B)(4). It was reported that st elevation occured. On (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The 95% stenosed, 2.50mm x 23mm target lesion was located in the mid left anterior descending (lad) artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced for predilatation. However, per baseline angiography report, grade b dissection was noted and the physician treated the event with implantation of an unspecified stent and the final result was good. Subsequently, physician performed further pre-dilatation with unspecified size quantum balloon catheter and placement of a 2.50 x 28mm study stent. During implantation of the study stent with stent balloon, st elevation were noted upon balloon inflations. Subsequently, the stent balloon was removed. Following post dilatation, residual stenosis was 0%. One day post procedure, troponin values were increased and reported as event of mi. One day post procedure, the patient was discharged on aspirin and clopidogrel